Event description:
Customer having problems with insulin pump. The insulin pump alarmed low battery. Customer changed the battery and infusion set; the insulin pump stopped working. The blood glucose reading is 212 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. No low battery, off no power or error alarm could be verified due to the blank display. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, and a cracked display window corner.